Event description:
It was reported that during implant, the helix of the lead would not extend or retract. The lead was removed from the body and exercised and still would not work. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).